Event description:
The micro drill was sent for evaluation because it was running on its own without activation. There was no patient involvement; no adverse event was associated with the device.

Manufacturer narrative:
During failure analysis, the customer's complaint could not be duplicated as the device had no power. A broken wire from the field coil assembly was identified as the probable cause of the device running constantly without activation. Free wires can cause a short circuit that can lead to intermittent electrical connection and unintended activation of the hall sensor which will run the device.